Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed in the esophagus on (B)(6) 2020. According to the complainant, prior to the procedure, trip wire tension was achieved by rotating the handle and securing into the handle slot; however, the handle had to be rotated one and a half turn to deploy a single band. Following the deployment failure, some bands went missing. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.